Event description:
The customer reported the system was not producing fluoroscopic x-ray. There is not report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller board was replaced. The system was then found to be operating as intended.